Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter questioned thyroid results for 1 patient sample tested for elecsys tsh, elecsys ft4 ii, and elecsys ft3 iii on a cobas 8000 e 801 module. The patient sample was submitted for investigation where discrepant results were identified for tsh, ft4 ii and ft3 iii between the customer's cobas e801 module, accuraseed instrument, the abbott architect method, and a cobas e801 module used at the investigation site. This medwatch will cover tsh. Refer to medwatch with patient identifier (B)(6) for information on the ft4 ii results and medwatch with patient identifier (B)(6) for information on the ft3 iii results. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The serial number for the customer's cobas e801 module was (B)(4). The cobas e801 module serial number used at the investigation site was (B)(4). The tsh reagent lot number used at the investigation site was 331814 with an expiration date of aug-2019. The ft4 iii reagent lot number used at the investigation site was 380330 with an expiration date of dec-2019. The ft3 iii reagent lot number used at the investigation site was 348359 with an expiration date of oct-2019. Both the calibration and qc testing performed at the investigation site was acceptable. To the mathematical differences of the tsh, ft4 ii, and ft3 iii values, generated with the assays from roche diagnostics, abbott, accuraseed: it needs to be taken into account that different assays may generate different mathematical values. This relates to the different setups of the assay, the different antibodies used and the different standardization materials/procedures used. Based on the information provided a general reagent issue can most likely be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.